Event description:
The pt reportedly requires an excess amount of magnet power and a lot of pressure to obtain lock. The pt's skin flap must be thinned in order to establish consistent lock. Surgery to revise the pt's skin flap will be scheduled.